Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported the patient checked the dosage adjustment on (B)(6) 2021 and found that the elective replacement indicator (eri) of the pump was 22 months and the "pump calculation was disturbed." The implant date of the pump was (B)(6) 2021. It was indicated this pump fault had never been encountered before, so it was reported. It was indicated the patient was under observation at home. There were no reported patient symptoms. Further complications were not reported. Additional information was received. The drug, including concentration and daily dose, was unknown. Troubleshooting performed or planned was unknown. The cause of the inaccurate eri was unknown. Actions taken or planned to be taken were unknown.